Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on, during a pre-shift check. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on, during a pre-shift check. There was no patient use associated with the reported event.

Manufacturer narrative:
The physio-control failure analysis center further evaluated the removed power pcb assembly and the cause of the reported issue was determined to be due to an electrically shorted capacitor, designator c4.